Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for generator change out procedure. During procedure, the physician suspected externalized conductors and decided to replace the right ventricular lead. Externalized conductors were confirmed via fluoroscopy. Lead impedance and threshold values remained within normal limits. The right ventricular lead was capped and replaced. No patient symptoms were reported and the patient was stable before, during and after the procedure.